Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional(hcp) in responding to the fax that was sent. Hcp stated that the information documented is inaccurate and that according to the information they have for the patient, the patient had a malfunction of the device and it was not working purposely due to the patient not using the device. Hcp further stated that the patient had back issues/back pain and upon evaluation by a neurosurgeon who was requesting MRI. The patient could not have an MRI because there was a lead in place due to the interstim device and they ask the hcp to have the device removed. During hcp evaluation, the hcp did some x-ray and there was no lead dislodge or migrated and fracture anyway. The device was removed hcp stated they did not believe that this was due to the malfunction of the device but the patient purposely did not understand how to use the device. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1fvmy, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 29-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient called in to report that they were having the complete system removed on the (B)(6). The patient stated the device was not working because the ¿wire pulled out.¿ the patient stated they were in a major car wreck on (B)(6) 2017 which was when the ¿wire pulled out.¿ no patient symptoms were reported. No further complications were reported.

Event description:
Additional information was received from a consumer indicating that the entire system was removed. The patient reported they would most likely get another implant in about a year. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1fvmy, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.